Manufacturer narrative:
Product analysis: the device was returned for evaluation. Traces of blood were detected on the balloon. During analysis it was noted that the distal portion of the balloon was found loaded and blocked over a 0.014" wire with a portion of the guide wire tube. The guidewire was stuck on the distal part of the device, between the two markers. The ID of the distal part of the device could not be measured as it could not be removed from the blocked guide wire. The shaft was kinked in several parts and the balloon was found broken radially in two portions, 25 mm from the shaft welding. The guide wire tube was damaged and no measurements could be performed.the distal balloon portion length was 40 mm and both marker bands were found still crimped on the inner tube. No other abnormalities detected on the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep with a 6fr sheath and a .014 nitrex guidewire during treatment of a heavily calcified lesion in the patients anterior tibial artery. The device was prepped as per IFU with no issues identified. A non-mdt (indeflator) inflation device was used. The device did not pass through a previously deployed stent. There was no resistance encountered nor excessive force used. The balloon adhered to the wire in the patient and could not be used. A new device was opened to complete the procedure. No patient injury was reported.